Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom. The evaluation found that the force required to secure the door with a loaded IV set was above expected levels due to a cracked threaded insert boss and a raised threaded insert, resulting in separation between the front case and mechanical assembly. The front case assembly was replaced.

Event description:
It was reported that a pump alarmed door not fully latched. It was also reported that there was no patient injury.